Event description:
THE CUSTOMER CONTACTED STRYKER TO REPORT THAT THEIR DEVICE DOES NOT TURN ON WHEN THE LID IS OPENED. IN THIS STATE, A DELAY IN DEFIBRILLATION MAY OCCUR, AS THE USER HAS TO PUSH THE POWER BUTTON UNDERNEATH THE LID TO TURN THE DEVICE ON. THERE WAS NO PATIENT INVOLVEMENT REPORTED WITH THE EVENT.

Manufacturer narrative:
STRYKER CONTINUES TO INVESTIGATE THE REPORTED FAILURE AND WILL SUBMIT A SUPPLEMENTAL REPORT ON THIS EVENT TO THE FDA AS PROVIDED BY 21 CFR 803.56.

Event description:
The customer contacted Stryker to report that their device does not turn on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the Power button underneath the lid to turn the device on.There was no patient involvement reported with the event.

Manufacturer narrative:
A Stryker depot technician evaluated the device and was not able to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for service. The cause could not be determined.